Event description:
It was reported that loss of sensing was observed on the atrial lead. Low pacing impedance, loss of bipolar sensing, and noise on unipolar were observed on the ventricular lead. The leads were explanted and replaced. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-16352. It was reported that the right ventricular leas was exhibiting low pacing impedance and sensing issues, noise on unipolar and no sensing on bipolar. Both leads were explanted and replaced successfully. Patient condition was stable.